Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: incidence of nonphysiologic short vv intervals detected by the sensing integrity counter with integrated bipolar compared with true bipolar leads: clinically inconsequential or cause for concern? J. Intervent. Card. Electrophysiol. 2014;39(3):281-285. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this lead model. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: high impedance, oversensing, and inappropriate shocks. The status of some of the leads is unknown, however some of the leads were reported as removed. No further patient complications have been reported as a result of this event.